Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error due to exposed to fluid. The blood glucose level was unknown at the time of incident. The customer stated that insulin pump had crack. Customer stated that they received open book image on the screen. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electrical board especially around the battery connectors and the flex cables. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.